Manufacturer narrative:
These error messages are displayed when: moisture within the internal components via the articulation sleeve material. False positive over temp. Real over temp conditions (safety mitigation). A corrective and preventive action was opened and actively pursued in order to improve the durability of this material.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer and provide the investigation results. Investigation: during the device investigation, the failure mode was a system error; and the articulation sleeve was found to be torn. The tear may have been caused by an external force. Liquid can infiltrate into the articulation sleeve, and affect the electrical components. It was recommended that the customer take care in handling the transducer.